Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. The target lesion being treated was located in the saphenous vein graft (svg) to the obtuse marginal. The physician predilated the lesion with a 1.5 x10mm non-bsc balloon. Next, the physician was attempting to deploy the 4.0x16mm liberte stent across the lesion but was having difficulties crossing the svg to the om. The physician attempted pulling the device into the guide, and tried removing the stent and the guide but the wire came back. The physician pulled the device out and the stent came off the balloon inside the patient. The physician snared the stent out of the patient's body successfully. The procedure was successfully completed with the use of a 4.0x18mm non-bsc stent. No patient complications or injuries were reported. Patient condition listed as "fine".